Manufacturer narrative:
(B)(4). Date sent 11/13/2025. D4 batch #279d07 and 288d29. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with the halves mixed. The anvil half returned with the staple anvil detached inside a plastic bag. All the anvil posts were broken as if the anvil was tearing off the device. No functional test could be performed due to the condition of the device. Based on the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch numbers 279d07 and 288d29, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Please provide more details about the device quality issue ¿ plate from anvil half was separated. 2. Did the device lock-out (no staples deployed and no cut line started) not taken. 3. Or did the device start to deploy staples and cut but could not be completed (partial fire) - no. 4. Were any staples delivered into the tissue at all - no. 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 6. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? 7. Did the device cut the tissue - no. 8. If the device cut, was the cut line complete - no. 9. How was the issue addressed? 10. Was there a patient consequence? If yes, how was the issue addressed? 11. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure there was a ntlc75 complaint.